Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of motor vehicle accident with intracranial hemorrhage developed a right lower extremity deep venous thrombosis and anticoagulation was contraindicated; therefore, a vena cava filter was indicated. The left groin was prepped and draped under aseptic precautions and a micropuncture needle was used to gain access into the left femoral vein. A guidewire was advanced under fluoroscopy into the ivc and a delivery sheath was advanced over the wire. With the tip of the sheath at the l4 vertebra, venacavagram was performed. There was no evidence of any thrombus in the cava, and renal veins were identified. The sheath was advanced to the infrarenal position, and a retrievable ivc filter was deployed under fluoroscopy in an infrarenal position. Completion venogram showed no significant tilt. Wires and catheters were removed and pressure was held for 15 minutes. The patient tolerated the procedure well with no complications. Approximately fourteen months post filter deployment, an abdomen/pelvis CT was performed for acute venous embolism and thrombosis of the deep vessels of the distal lower extremity. The scan demonstrated an arteriovenous fistula between the left superficial femoral artery and the common femoral vein with no definite thrombus in the visualized venous system. Approximately fifteen months post filter deployment, a chest x-ray identified an ivc filter to be in place and a filamentous metallic density in the suprahilar region of the upper lobe of the left lung. An embolized metallic density such as a limb of the ivc filter was a favored diagnostic consideration. The lungs were clear of focal consolidation, with no pleural effusion or pneumothorax. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were received. Fifteen months post vena cava filter deployment for deep venous thrombosis and contraindication to anticoagulation, a chest x-ray identified an ivc filter to be in place and a filamentous metallic density in the suprahilar region of the upper lobe of the left lung. An embolized limb of the ivc filter was favored for diagnostic consideration. The investigation is inconclusive for filter limb detachment as the metallic density in the lung could not confirmed to be a filter limb. Based upon the reported event the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately fifteen months post vena cava filter deployment for deep venous thrombosis and contraindication to anticoagulation, a chest x-ray identified an ivc filter to be in place and a filamentous metallic density in the suprahilar region of the upper lobe of the left lung. An embolized limb of the ivc filter was favored for diagnostic consideration. No additional medical records were received for this patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of motor vehicle accident with intracranial hemorrhage developed a right lower extremity deep venous thrombosis and anticoagulation was contraindicated; therefore, a vena cava filter was indicated. The left groin was prepped and draped under aseptic precautions and a micropuncture needle was used to gain access into the left femoral vein. A guidewire was advanced under fluoroscopy into the ivc and a delivery sheath was advanced over the wire. With the tip of the sheath at the l4 vertebra, venacavagram was performed. There was no evidence of any thrombus in the cava, and renal veins were identified. The sheath was advanced to the infrarenal position, and a retrievable ivc filter was deployed under fluoroscopy in an infrarenal position. Completion venogram showed no significant tilt. Wires and catheters were removed and pressure was held for 15 minutes. The patient tolerated the procedure well with no complications. Approximately fourteen months post filter deployment, an abdomen/pelvis CT was performed for acute venous embolism and thrombosis of the deep vessels of the distal lower extremity. The scan demonstrated an arteriovenous fistula between the left superficial femoral artery and the common femoral vein with no definite thrombus in the visualized venous system. Approximately fifteen months post filter deployment, a chest x-ray identified an ivc filter to be in place and a filamentous metallic density in the suprahilar region of the upper lobe of the left lung. An embolized metallic density such as a limb of the ivc filter was a favored diagnostic consideration. The lungs were clear of focal consolidation, with no pleural effusion or pneumothorax. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were received. Fifteen months post vena cava filter deployment for deep venous thrombosis and contraindication to anticoagulation, a chest x-ray identified an ivc filter to be in place and a filamentous metallic density in the suprahilar region of the upper lobe of the left lung. An embolized limb of the ivc filter was favored for diagnostic consideration. The investigation is inconclusive for filter limb detachment as the metallic density in the lung could not be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately fifteen months post vena cava filter deployment for deep venous thrombosis and contraindication to anticoagulation, a chest x-ray identified an ivc filter to be in place and a filamentous metallic density in the suprahilar region of the upper lobe of the left lung. An embolized limb of the ivc filter was favored for diagnostic consideration. No additional medical records were received for this patient.